Event description:
This spontaneous case report was received by regulatory authority in netherlands on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was placed. The consumer's medical history included nickel allergy and hay fever. She stated that after insertion she had more pain (contractions) than told/expected. On unspecified date, she experienced pelvic pain, serious because the event resulted in disability, abdominal pain, lower back pain, allergic complaints, feet pain, tiredness, vitamin deficiency, deteriorating condition, low ferritin, hypothyroidy (thyroid function deteriorated, diagnosed in 2012), and dyspnoea. She was on thyrax for hypothyroidy and was treated with inhaler for dyspnea (not effective). She also mentioned problems with movements. She contacted a doctor (reumatologist/podiatrist). Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is serious due to reported disability (event led her to problems with movements) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. This consumer presented abdominal pain after insertion. Considering event's nature and positive temporal relationship, causality cannot be excluded. Since this event influence her daily life including problems with movements it was considered a disability. Thus, this case is regarded as incident due to impossibility of further information. Other non-serious events were informed. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 20-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1708 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is serious due to reported disability (event led her to problems with movements) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. This consumer presented abdominal pain after insertion. Considering event's nature and positive temporal relationship, causality cannot be excluded. Since this event influence her daily life including problems with movements it was considered a disability. Thus, this case is regarded as incident due to impossibility of further information. Other non-serious events were informed. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.